Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not pump. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : the fse found an auto fill error but also some no trigger errors. This could be a customer set up issue. The fse was not able to duplicate the issue. The unit passed all testing and auto fill calibration. I also ran the unit on the trainer and it performed normally. The fse cannot find anything wrong with this unit. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). It was reported that the cs300 intra aortic balloon pump (iabp) would not pump. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) inspected the unit and found an auto fill error but also some no trigger errors. He stated that this could be a customer set up issue. Fse was not able to duplicate the issue. He could not find anything wrong with this unit. The unit passed all testing and auto fill calibration. He also ran the unit on the trainer and it performed normally. Unit was returned to customer and cleared for clinical use.